Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. Qc was not run after the event. Bubbles were found in the co2 acid reagent line. Bci hotline had the customer untwist the line and reset the reagent cap and straw, and prime. The bubbles flushed out. This resolved the issue. No service was generated for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding three suppressed or false low carbon dioxide (co2) results generated by the synchron lx20 pro clinical system. Troubleshooting was performed, the instrument issue was corrected and samples were re-tested. The repeated co2 results were higher and were reported out of the lab. No false results have been reported out of the lab. Patient treatment was not affected in connection with this event.